Event description:
On 1/22/2018 - patient received monovisc injection in right knee (B)(6) 2018 - patient called physician office with complaints of excruciating pain in right knee. On (B)(6) 2018 - patient returned to clinic using walker for assistance. Physician drained large amount of fluid from right knee. Patient felt immediate relief.